Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Serial number: n/a, software version: n/a, color: blue, battery life remaining: n/a, per visual inspection: missing dose button, dose detent. Exposed electronic assembly. Customer reports: the dosing button damage. Physical damage. Dose detent bond was broken cleanly and the flex connector damage. Unable to perform functional test due to physical damage to inpen. In conclusion: the customer complaint of top of physical damage was confirmed.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.